Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has a thoracic scs system and a cervical scs system. This issue is related to the thoracic scs ipg. It was reported the ipg was unable to communicate with the external devices. It is unknown when the ipg was last recharged. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg which resolved the issue.